Event description:
It was reported a perforation with pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 21mm watchman laa closure device and delivery system (wds) were used. The (was) was prepped and inserted across the septum. The laa was engaged and angiogram was performed via unknown pigtail catheter to confirm the position. The wds was prepped and inserted via the was and advanced into position without incident. Angiogram of the appendage was performed via the wds as device deployment was started and contrast dye was noted outside of the appendage on fluoroscopy. The closure device was deployed by the physician and echo imaging was done to assess pericardial effusion. The patient vital signs remained stable. A small effusion was noted. The release criteria were completed and the device was implanted. Protamine was given to reverse the heparin. A pericardiocentesis was performed and the drain was left in place with 60ml of fluid drained. The patients vital signs remained stable throughout entire procedure and the patient left the cath lab in stable condition. The patient was discharged the following day.